Event description:
It was reported that during preparation air bubbles were observed in the balloon guide catheter. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Microscope analysis revealed a crack on the side port of the hub. No other visual anomalies were found. During performance testing a demo dilator was advanced through the balloon catheter shaft without issues. The balloon was attempted to be inflated but fluid leaked at the hub. The balloon could not be inflated due to the crack on the hub. The balloon catheter dimensions were found within specification. Information available indicated that the packaging containing the device was confirmed to be in good condition, the device appeared to be in good condition after unpacking and that it was prepared as per directions for use. Based on the information available the root cause for the damage found on hub cannot be determined. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during preparation air bubbles were observed in the balloon guide catheter. There was no patient involvement.